Event description:
Reporter stated to anspach service and repair: a small battery drive seized. Event reportedly did not occur during a procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months was reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. The manufacture date for this item is unknown. (B)(4). Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The housing, (part with serial number (B)(4)), was delivered as a spare part to our service center in (B)(4) . As the device is part of several components and they are swapped out during the repair, the original constitution of the device and its DHR papers are not correlated any more. Therefore, DHR review is not possible. Placeholder.